Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction sacral nerve stimulation. It was reported that the patient had a return of symptoms. Patient indicated since scs system was implanted it has effected their interstim device. Patient reported they were pain free but now have pain again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.